Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed functional testing due to the link electronic module (lem) circuit board being out of electrical specification. The telemetry signal on the connector was out of specification. As a result the board was replaced. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.